Event description:
The customer reported the workstation handle and broke. There are no reports of pt injury or death associated with this event.

Manufacturer narrative:
A ge svc rep performed an on site investigation. The handle was replaced during the svc call. The system was tested and found to be working as intended and put back into svc.